Manufacturer narrative:
Device not returned for evaluation as it was discarded by the customer. If additional information is received it will be reported on a supplemental report. Device discarded by customer.

Event description:
A company representative received a call from a physician's office who stated a pair of in-situ cutters fractured during a procedure when it was used to cut a non-stryker cmf k-wire during an orthognathic procedure.

Manufacturer narrative:
The reported event could not be confirmed as the product was not returned for investigation. Therefore, a metallurgical examination can not be performed. Nevertheless considering the reported event, the plate cutter was not used within the intended use of cutting plates with a thickness of max. 0.6mm but to cut inappropriate products (k-wire). Therefore the root cause can be attributed to an overload. Based on statistical evaluation there is no indication for any systematic design, material or manufacturing related issue. Therefore no corrective and/or preventive action is deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
A company representative received a call from a physician's office who stated a pair of in-situ cutters fractured during a procedure when it was used to cut a non-stryker cmf k-wire during an orthognathic procedure.